Event description:
The customer reported that the keypad on her insulin pump was malfunctioning in that it was continuously scrolling. Her blood glucose was 374 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.